Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a low readings issue with the adc freestyle libre sensor. The customer reported having received a sensor scan result of 50 mg/dl on the night of (B)(6) 2019. The customer felt heavy and dizzy and was admitted to the hospital around 02:00 on (B)(6) 2019. The customer indicated that he was diagnosed with hypoglycemia, but provided the following comparisons: hcp meter 145 mg/dl vs sensor scan 150 mg/dl at 07:13, and hcp meter 256 mg/dl vs sensor scan 209 mg/dl at 12:02. The customer further reported that was treated with glargine and lispro insulin. No further information was received, despite attempts for clarification. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
A customer reported a low readings issue with the adc freestyle libre sensor. The customer reported having received a sensor scan result of 50 mg/dl on the night of (B)(6)2019. The customer felt heavy and dizzy and was admitted to the hospital around 02:00 on (B)(6)2019. The customer indicated that he was diagnosed with hypoglycemia, but provided the following comparisons: hcp meter 145 mg/dl vs sensor scan 150 mg/dl at 07:13, and hcp meter 256 mg/dl vs sensor scan 209 mg/dl at 12:02. The customer further reported that was treated with glargine and lispro insulin. No further information was received, despite attempts for clarification. There was no report of death or permanent impairment associated with this event.